Event description:
It was reported that patient presented into the emergency room after receiving an alert for non sustained lead noise due to intermittent undersensing premature ventricular events. Reprogramming was recommended. The device remained implanted and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.